Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 4.x. Doctor held coumadin for 2 days based on high result and clinical symptoms (bleeding); then reduces dose thereafter. Date: (B)(6) 2011, (left pinky) in ratio: 1.4, (right hand) re-test: 2.3, (left ring finger) re-test: 1.7. Tests done a few minutes apart. Most recent hct was 31.6 on (B)(6). Patient has long-term leg sounds. Wounds were bleeding more than usual last week, so nurse tested inr a few days ahead of schedule. Nurse milks finger before finger stick and a bit after.